Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis and blood glucose of 441 mg/dl. Customer's mother and healthcare provider believed the insulin pump was functioning as designed and the incident was due to the infusion set not adhering and the cannula coming out of the insertion site. It was stated that customer was wearing the insulin pump at time of hospitalization but then stated that she was off of the insulin pump 24 hours prior to hospitalization. Nothing further reported.